Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that: the user inserted the catheter from the right internal jugular vein prior to surgery. After the beginning of the surgery, the user performed pumping on this cv catheter to administer rcc to the patient with anemia. Then, the user found a leakage from the proximal extension line of the catheter. However, the catheter was left inserted until the surgery was completed. After that, the catheter was removed and the second one was inserted from the left internal jugular vein. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the user inserted the catheter from the right internal jugular vein prior to surgery. After the beginning of the surgery, the user performed pumping on this cv catheter to administer rcc to the patient with anemia. Then, the user found a leakage from the proximal extension line of the catheter. However, the catheter was left inserted until the surgery was completed. After that, the catheter was removed and the second one was inserted from the left internal jugular vein. There was no patient injury reported.